Event description:
It was reported by the dialysis clinic that during the last 10 minutes of hemodialysis the patient stated she didn't feel well. The patient's blood pressure was stable, pulse was 34 on the machine, a manual pulse taken was irregular and bradycardic, a bolus of 100cc saline was given to the patient with little effect, and 100cc more saline was given. The patient appeared to experience a seizure and became unresponsive. CPR was initiated and 911 was called. The patient was given approximately 700cc more saline during the event. CPR continued until the ambulance arrived, and she was transported to the hospital.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. The event reported on this patient involves four separate products and associated with MDR's# 1713747-2014-99953, 2937457-2014-00791, 1713747-2014-00228 and 8030665-2014-00361.